Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Some troubleshooting was performed and the insulin pump had the wrong time on it. All other programming was correct. The night prior to hospitalization, the customer woke up feeling sick, but did not check her glucose; however, she did give a bolus with her insulin pump. Later that morning, she woke up with continuing high blood glucose levels.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.